Manufacturer narrative:
Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2022-05-c or isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not hold the clip. It was noted that no fragments fell into the patient's anatomy. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a loose grip cable at the grip hub and failed the intuitive imprecise motion test. A clip test was also performed and failed. A visual inspection of the back end found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.